Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the locking teeth on both foot end casters and the left head casters were worn and the screw in the foot end hex rod was broken. He replaced the three brake casters and the foot end hx rod to repair the stretcher.